Manufacturer narrative:
Exemption number e2014021. B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun medical ag(manufacturer). This report has been identified as b. Braun medical internal report #(B)(4). Samples sent for analytical investigation showed no product failure. A review of the batch history record for the reported batch number revealed no non-conformances or relevant deviations during in process or final inspections. The instructions for use of the product have been checked and the following side effects are listed: in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. The production quantities in 2015 for prontosan wound irrigation solution were over (B)(4) units. No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: patient got allergic reaction when use of prontosan. Patient got symptoms as skin rash, trouble with breathing and global skin blushing. Patient had to be treated with cortisone injection. Recovered after treatment.